Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that "the handle poor contact". It was reported that there was no adverse patient impact, though the issue was noted during clinical use.